Event description:
Info received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found the siderail latch mechanism was gummed up with debris. The technician replaced the latch mechanism to repair the bed.